Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation at o-c2. The rod broke on one side and the pt complained of pain. Revision surgery might be required.